Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by gofton, et al., "a single-center experience with a titanium modular neck total hip arthroplasty." In journal of arthroplasty, 2017: allegedly the male patient was revised for recurrent dislocation, 19.9 days post-operatively. The patient was (B)(6) at initial surgery, with degenerative osteo-arthritis and a (B)(6). The patient was implanted with a short neutral ti modular neck, a 32 mm femoral head, and a profemur® tl modular stem. The modular neck, femoral head, and acetabular liner were revised; however the femoral stem was retained. The patient was converted from a short neutral ti to an ar/vv neck.